Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after implant the patient experienced nerve stimulation and diaphragmatic stimulation. The right atrial (ra) lead was noted to be dislodged via x-ray. The ra lead was reprogrammed and later removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.